Event description:
The surgeon reported that during surgery the vitrectomy probe broke in the patient's eye. The surgeon switched out the probe and completed the case as planned. No patient injury was reported.

Manufacturer narrative:
The surgeon will be returning the vitrectomy probe for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. This report was mailed to FDA on: 11/07/2008.